Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal of medical device") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding and perineal pain on (B)(6) 2023 and gerd and anxiety on (B)(6) 2023. Concurrent conditions were listed as ovarian cyst since (B)(6) 2023 and dyspareunia, pelvic pain and abnormal uterine bleeding since (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy,salpingectomies,ovarian cystectomy,ovarian cyst drainage,uterosacral colpopexy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical history: pelvic and perineal pain abnormal uterine and vaginal bleeding, unspecified. Tissue (s) submitted: (a) uterus with cervix, bilateral tubes (b) ovarian cyst, left operation/procedure: total laparoscopic hysterctomy gross description: fallopian tube #1 (5.1 cm in length by 0.7 cm in diameter) and fallopian tube #2 (6.1 cm in length by 0.6 cm in diameter. [Ultrasound scan] on (B)(6) 2015: fetal anatomic survey abnormal lateral ventricals ventriculomegali right ventriculomegaly four chamber view (pericardial effusion) abdominal cavity ascites quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal of medical device") in a 41 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of vaginal bleeding and perineal pain on (B)(6) 2023 and gerd and anxiety on (B)(6) 2023. Concurrent conditions were listed as ovarian cyst since (B)(6) 2023 and dyspareunia, pelvic pain and abnormal uterine bleeding since (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy,salpingectomies,ovarian cystectomy,ovarian cyst drainage,uterosacral colpopexy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical history: pelvic and perineal pain. Abnormal uterine and vaginal bleeding, unspecified. Tissue (s) submitted: (a) uterus with cervix, bilateral tubes. (B) ovarian cyst, left. Operation/procedure: total laparoscopic hysterectomy. Gross description: fallopian tube #1 (5.1 cm in length by 0.7 cm in diameter) and fallopian tube #2 (6.1 cm in length by 0.6 cm in diameter. [Ultrasound scan] on (B)(6) 2015: fetal anatomic survey. Abnormal. Lateral ventricles. Ventriculomegali right. Ventriculomegaly. Four chamber view (pericardial effusion). Abdominal cavity ascites. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.